Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6725 adaptor implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that there was unexplained complete loss of capture and complete loss of sensing with this implantable pacing lead. The lead did not appear to be dislodged based on a current x-ray. The lead was turned off and the implantable pulse generator was reprogrammed to oao mode (sensing only). It was noted that the patient had a pre-existing competitor lead that made it difficult to position the fixed shaped catheter and position the lead during implant. No further patient complications have been reported as a result of this event.